Manufacturer narrative:
Additional, changed, and/or corrected data: a6, d6a.

Event description:
Patient reported they had "a rupture and contracture (baker grade unknown) on one of their previous implants". This is for an unknown side. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown. And rupture.

Event description:
Patient reported, rupture and contracture, baker grade unknown. On an unknown side. Device has been explanted.